Manufacturer narrative:
Device received with blank white screen due to broken traces on the lcd glass between the lcd controller and the lcd image area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. Customer stated that her pump screen is white with different color lines going through it. Troubleshooting was not performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per hcp's instructions. The insulin pump will be returned for analysis.